Event description:
Add'l info was received on (B)(6) 2011; at which time the ticket was handled as a potential safety issue. Safety committee reviewed the issue on (B)(6) 2011 and deemed it a safety issue. Customer reported an error when opening an exam. Investigation found that customer does not have a backup server. Investigation is in progress.